Event description:
When staff went to change the lines on the patient, I noticed some of the tpn liquid leaking through one of the port sites. Manufacturer response for IV tubing, (brand not provided) (per site reporter), following this issue since february 2022, meeting with baxter every other week or more frequently.